Manufacturer narrative:
H6: (appropriate term/code not available): canister. The actual complaint product was not returned for evaluation; additionally, no photographic/videographic evidence was provided by the reporter. In the absence of a photo or video, the complaint could not confirmed; without a sample to perform functional evaluation, a root cause could not be determined. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 07 oct 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced five different incidences, which were associated with separate units, involving the same patient. This is the third of five reports. Refer to 1314417-2025-00079 for the first report. Refer to 1314417-2025-00080 for the second report. Refer to 1314417-2025-00082 for the fourth report. Refer to 1314417-2025-00083 for the fifth report. The respiratory therapist (rt) tried the new setup, after it was connected to the patient, and it did not work. The rt identified a leak on the inner part of the canister that connected directly to the flow meter, which caused insufficient flow/delivery to the patient. The device was replaced; no additional medical intervention was reported.